Manufacturer narrative:
Address clarification received. See e.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage at luer connection was confirmed upon inspection of the photo. In the photos there is a red fluid, consistent with blood, in the connection between the straight port and a non-bd component that was attached to the dual port. The fluid can also be seen on the sheets beneath the device. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva 20ga 1.00in hf y w/ cap leaked. The following information was provided by the initial reporter: our hospital is using your IV catheter system. We have recently started using your products in or (it was in use in other areas of hospital) I would like to draw your attention toward the ports of this cannula (catheter device) - one port of this device has cap but other has no cap or valve- so any disconnection may cause continuous bleeding if unwatched. This happened to one our patient whose IV line disconnected accidentally-so its bledsoe for time until detected by one nurse. (It was covered under sheets) I want to have both ports capped so that no bleeding happens if that port disconnected accidentally.